Event description:
It was reported that the lead had shown noise. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. However performance data was collected from the device and analyzed. Analysis revealed that there was oversensing. There was sixteen ventricular nst (non-sustained tachycardia) less than or equal to 210 ms between (B)(4) 2008 12:12:11 and (B)(4) 2008 08:41:19. There was high resistance/impedance as there was four patient alerts for hvb (high-voltage 'b') - hva (high-voltage 'a' ) lead z and svc(hvx) ( superior vena cava (= high-voltage 'x')) lead z on (B)(4) 2012 03:00:03 and (B)(4) 2012 03:00:03. The weekly maximum high voltage measurement log data shows an abrupt increase for max hvb and max svc equaling 62 to 120 ohms peak between (B)(4) 2012 and (B)(4) 2012.